Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high as well as low blood glucose level. High blood glucose level of the customer was 500 mg/dl and low blood glucose level was 40 mg/dl. The customer was treated with the insulin pump and manual injections. The customer declined troubleshooting for low as well high blood glucose level. It was stated that the customer was not using auto mode on the insulin pump. The insulin pump will not be returned for the analysis.